Manufacturer narrative:
(B)(4). Physio-control evaluated the customer¿s device and observed that the device was unable to complete a charge for defibrillation. The analog pcb assembly was then removed for further examination. It was determined that the cause of the reported issue was due to integrated circuit (ic), designator u1. U1 had broken solder joints (leg 1 and 16). The broken solder joints were due to the improper routing of the ferrite bead on the therapy harness assembly during the manufacturing process. The ferrite bead was misrouted over ic u1 which broke the solder joints of the ic, causing them to lift off of the pcb. The customer was provided with a replacement device.

Event description:
Physio-control evaluated the customer¿s device and observed that the device was unable to charge for defibrillation therapy; therefore energy delivery would not be available if needed. The customer had contacted physio for an unrelated issue. There was no patient use associated with the observed event.